Event description:
The customer states that a correlation study shows higher results for the axsym digoxin iii assay compared to the axsym digoxin ii assay on pt samples. The customer also stated that some samples were tested neat and generated results greater than 5.12 ng/ml but when the samples were diluted, results were less than 5.12 ng/ml. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.